Manufacturer narrative:
A philips technical consultant (tc) was onsite. The tc tested spo2 in room 12. The tc set the spo2 test to 70% and 75% multiple times, and device alarmed as it is set up to alarm. The tc also tested three other monitors in different rooms and they all worked exactly the same. The tc found no issues with the monitor. The tc spoke with the manager extensively and explained what results the tc received through testing the monitor. The tc concluded that someone may have pressed the acknowledge alarm on the monitor before the staff noticed the low spo2 reading. This could have been done by a nurse, family member, patient or unit secretary at the central. The manager of the department was satisfied with the findings and the work order was closed. Device alarm logs, and patient strip were unavailable; therefore, it could not be confirmed if the alarms had been acknowledged. The device was found to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue mx450 patient monitor indicating that the monitor is not alarming appropriately. The doctor just happened to see that the spo2 was 77%; the pleth was good. They put the patient on oxygen and the spo2 came up. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.